Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 302832. Batch# 4059021. It was reported by customer that the syringes were contaminated. Verbatim: stating contaminated syringes.

Manufacturer narrative:
(B)(4). Follow up. It was reported the syringes are contaminated. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe in its packaging blister with what appears to be embedded degraded resin in the syringe barrel. No other defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot 4059021. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received. Material# 302832. Batch# 4059021. It was reported by customer that the syringes were contaminated. Verbatim: stating contaminated syringes.